Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial noise noted on the right ventricular (rv) lead fell into the ventricular fibrillation (vf) zone causing anti-tachycardia pacing to be delivered. The rv lead was programmed off, and the rv lead was explanted several days later. No patient complications have been reported as a result of this event.